Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of crease/mark on the optic from the injector; therefore, the condition of the product could not be verified. Even though no lot number was identified with this complaint; our products are processed and released according to the product¿s acceptance criteria. Photos attached to the parent complaint were reviewed by the manufacturing site. The two photos show iols with damage to them. It cannot be confirmed in the photo that the injector caused this damaged. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that intraocular lenses (iol) injected with the injector and cartridge system can sometimes leave a crease or mark on the optic.